Manufacturer narrative:
The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. The OEM confirmed that a lens is missing and found that the endoscope was returned with damage to the distal window assembly hermetic seal. The OEM concluded that damage to the hermetic seal resulted in fluid invasion causing subsequent major damage to the optical components. The reprocessing instructions for cleaning endoscopes specifically states: exercise care when cleaning and handling the distal end of the endoscope. Do not exert excessive force on distal windows and never clean with sharp objects or instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the missing distal window could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the lens at the distal end of the 12mm 30 degree endoscope was discovered to be missing. Upon request for additional information, it was determined that the endoscope was replaced with a different one and the procedure was completed. The patient was reported to be recovering without complications.